Event description:
Boston scientific received information that an alert was issued for this device and right ventricular (rv) defibrillation lead due to low shock impedance measurements. A 1.1 joule shock was delivered to test the integrity of the system and the measurement obtained was 60 ohms, which is within normal limits. The patient will be seen by their physician again in one month. No adverse patient effects were reported.

Manufacturer narrative:
There is no further information available. Should additional information become available, this report will be updated.